Manufacturer narrative:
Review of programming history.

Event description:
During a review of programming history (B)(4) 2013, it was noted that an interrupted system diagnostic test occurred on (B)(6) 2010 that change the generator settings. The settings were not corrected prior to the patient leaving the appointment. No adverse events have been reported as a result of this.